Event description:
It was reported by germany that during service and evaluation, it was determined that the battery handpiece/modular device experienced a sticky trigger. It was further observed that the device had a seized bearing, leak tightness test failure, would not run, and the moving parts did not move smoothly. It was further determined that the device failed pretest for markings, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers and check general function of device. It was noted in the service order that the device experienced loss of power. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: b5, h6: it was erroneously reported in the initial medwatch report that during service and evaluation, it was determined that the device experienced an unintended activation/motion and failed pretest for check for unintended motion. The investigation has been updated as these failures were mistakenly specified. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing a sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. The event description, investigation conclusions codes and the investigation findings codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing an unintended activation/motion and a sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported by germany that during service and evaluation, it was determined that the battery handpiece/modular device experienced an unintended activation/motion and a sticky trigger. It was further observed that the device had a seized bearing, leak tightness test failure, would not run, and the moving parts did not move smoothly. It was further determined that the device failed pretest for markings, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check general function of device and check for unintended motion. It was noted in the service order that the device experienced loss of power. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.